Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant product(s): unknown mallory head. Unknown liner. Unknown bi-metric stem. Report source: country: (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 3 hips on radiographic evaluation periprosthetic osteolysis were observed at 10 years postoperatively. The study reported 2 in delee zone 1 and 1 in zone 2 on the acetabular side. No further information is available. Hirofumi oshima, md a, b, sakae tanaka, md, phd a, yoshio takatori, md, phd b, takeyuki tanaka, md a, hisatoshi ishikura, md a, toru moro, md, phd, et al. Clinical and radiographic outcomes of total hip arthroplasty with a specific liner in small asian patients: influence of patient-related, implant-related, and surgical factors on femoral head penetration.